Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the display controller board and performed all functional and safety checks to meet factory specifications. The iabp unit passed all testing and was released for clinical use. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that before use it was observed that the cs300 intra-aortic balloon pump (iabp) had a display that was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
E1(event site postal - code (B)(6)).